Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose level of 514 mg/dl. They reported that they had received a no delivery. They treated the high blood glucose with an insulin shot. They declined troubleshooting. Additionally, the customer stated that they noticed a floatie in the reservoir like a small piece of wax. They declined troubleshooting because the past event was resolved. The device will not be returned for analysis.